Event description:
During a coronary drug eluting stenting treatment procedure, the delivery device shaft broke. The lesion being treated was located in the circumflex. While loading the balloon onto the wire, the physician noticed that the shaft was in two pieces. It never entered the pt's body so no pt complications were reported. The physician successfully completed the procedure using another taxus express2 8.8% 2.5 x 8 mm drug eluting stent. The pt's status is reported as good.